Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro 1233070: it was reported that the pump failed an accuracy test. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 3-jun-2022 via email and attached to complaint object: the issue was noted during use with a patient. There was no patient injury as a result. No further information is available from the customer.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 3-jun-2022 via email and attached to complaint object: the issue was noted during use with a patient. There was no patient injury as a result. No further information is available from the customer.

Manufacturer narrative:
H10: device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual inspection confirmed that the physical condition was all intact upon receipt. Functional testing included running the pump 2 minutes 30.38 seconds and the pump alarmed after 2 minutes, 30.03 seconds. A battery loss alarm test was performed and passed. After running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Error codes for high pressure and no disposable messages were found in the event history log. Results: the customer reported problem was duplicated as the investigation confirmed a failed accuracy test issue during the investigation. Root cause of the reported issue would be attributed to inaccurate delivery from the pump due to the expulsor assembly. The expulsor assembly was replaced. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d5: correction: operator of device: unknown to date, e4: correction: initial reporter sent to FDA: unknown to date.